Event description:
The facility reported a colleague infusion pump that experienced failure code 810:04 on channel b. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed in the pump's event history but not duplicated. This condition was attributed to moisture in the tubing. No repair was needed. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed, finding that no exceptions related to the reported condition were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.